Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the step taken to resolve the wetting and trouble making it to the bathroom was to have the stimulator put in. The wetting and trouble making it to the bathroom has been resolved by turning the therapy back on. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was not able to go up or down in stimulation. Patient services helped the patient turn the therapy on and the patient was able to increase and decrease stimulation. When the patient turned on stimulation they felt sudden painful and uncomfortable stimulation because the amplitude was too high. The patient also noticed they had a loss of therapy and had been wetting themselves more and had trouble making it to the bathroom for a couple of weeks before the report. The patient was redirected to their healthcare provider if the symptoms continued after therapy was turned back on. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.